Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that this morning the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer then reported that the pump battery dropped suddenly and subsequently shut off. When attempting to charge again the customer reported that the usb cable would not fit into the usb port. The customer's blood glucose (bg) level was impacted (350 mg/dl). The customer delivered a manual injection for correction to bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.